Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the reported issue of the e315 error message was a sporadic failure. The failure could not be confirmed but occurrence was likely. Additional issues were identified during the device evaluation: the instrument channel tube had leakage; the connector was immersed and corroded; the light guide tube was scratched; the insertion tube was yellow and discolored; the protector was damaged; hard to set angulation; the angles were insufficient; switch 1 was corroded with leakage; the switches box was immersed and corroded; and switches 1 and 2 had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the evis lucera elite colonovideoscope along with the cv-290/evis lucera elite video system center was displaying an error code e315 (scope error message). There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the abnormality of electrical parts occurred by water invasion of the device from leakage point which led to temporary occurrence of the suggested event. The instructions for use (IFU) (operation manual) states the following. "Important information ¿ please read before use: precautions for disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage." Olympus will continue to monitor field performance for this device.